Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-01061. It was reported that during a carotid stenting procedure, thrombus and slow flow occurred. The 80% stenosed target lesion was located in the calcified left common carotid artery. Treatment utilized a filterwire ez and the procedure consisted of pre-dilation, the placement of a 10x31mm carotid wallstent and post dilation with a 5.5x30mm sterling balloon. During the procedure a slow flow event occurred and thrombus was noted between the filterwire ez and carotid wallstent. Per the physician, "the slow flow was caused by a block at the filter mesh". An attempt was made multiple times to remove the thrombus with an aspiration catheter, but no thrombus was caught. Then the filterwire ez was pulled back into the retrieval sheath to be removed, but met resistance at the distal end of the stent but was able to be retracted after several minutes. It was noted then that a lot of thrombus was attached to the retrieval sheath and the filterwire ez. A clot was noted at the distal end of the filter bag. No further patient complications were reported and the patient status was listed as "no problem".